Event description:
Healthcare professional confirmed, capsular contracture, baker grade iii. Device was explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown, lymphadenopathy.

Event description:
Healthcare professional reported left side ¿contracture¿ ¿fold by the severe contracture¿, ¿edema predominantly in the outer quadrants¿, ¿presents laminar images peri-capsular anterior and lateral face, its interior oblique linear image in lateral to medial direction suggesting rupture of external capsule¿, and ¿fibrocystic condition of the breast." Healthcare professional additionally reported ¿hyperintense images in relation to oval cysts, homogeneous circumscribed, measuring 6-25mm, the largest towards the axillary tail¿, not related to the device. The device remains implanted.

Event description:
Healthcare professional reported a left side "contracture and probable left rupture", " folds", "edema", ¿axillary regions I observe hypertrophic adenopathies" and "fibrocystic" not device related confirmed via MRI. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. Crease/ folding of implant: no creases were observed. Edema: unable to observe as it is not related to the device. Cyst: unable to observe as it is not related to the device. Lymphadenopathy: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.